Event description:
It was reported that a balloon rupture occurred. A 3.50 mm x 15.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the procedure, the balloon ruptured at 10 atm. The procedure was completed with another of the same device. There were no patient complications.